Manufacturer narrative:
Follow-up #1: date of submission 08/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned with the pump, so a test cap was used for testing. The battery cap was able to fully tighten and the battery compartment was intact. The battery was attempted to be changed and was difficult to remove. Once removed, a piece of rubber was attached to the battery. There was no evidence of short battery life observed in the black box history. The pump was exercised for 24 hours with no suspension, reboots, loss of power or call service alarms duplicated. Current draws were within specification. There was no evidence of moisture inside the pump when the case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. Reportedly, the patient received a low battery alarm and the battery would not come out of the pump when trying to change it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.